Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite xp® implant 4/5 x 11.5mm (item # os4511) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf).no pre-existing conditions were noted on the product experience report (per).x-ray images were provided and show the implant in place in the patient before and after the fracture across the threads a device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant fractured. Implant remains in patients mouth.